Event description:
Procedure performed: ni. Event description: ca500 would not fire when handle was squeezed. No clips would load into the jaws. Clips would sometimes shoot out of the device jaws. A new clip applier was used to complete the case. No patient injury occurred. Product is not returning. Additional information received on 13nov2023 via email from [name], account manager: "I verified with these accounts the different incidents. Not every clip applier was used in surgery, due to previous malfunction instances, the hospital had urged the surgeons to test the clip applier outside of the patient first during surgery. They were testing to make sure proper activation was occurring and they found that it had not with the specifics lots that I provided." Patient status: no patient injury occurred. Intervention: a new clip applier was used to complete the case.

Manufacturer narrative:
The event unit is not anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: (B)(6). Event description: ca500 would not fire when handle was squeezed. No clips would load into the jaws. Clips would sometimes shoot out of the device jaws. A new clip applier was used to complete the case. No patient injury occurred. Product is not returning. Additional information received on 13nov2023 via email from [name], account manager: "I verified with these accounts the different incidents. Not every clip applier was used in surgery, due to previous malfunction instances, the hospital had urged the surgeons to test the clip applier outside of the patient first during surgery. They were testing to make sure proper activation was occurring and they found that it had not with the specifics lots that I provided." Patient status: no patient injury occurred. Intervention: a new clip applier was used to complete the case.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.